Event description:
It was reported that, "when the surgeon was hitting the punch/rasp handle with the universal notch prep into a universal notch guide, the handle broke."

Manufacturer narrative:
The investigation concluded that the exact root cause cannot be determined as the device is not available to product surveillance for evaluation and fracture location and failure mode are not reported in per. The device was discarded by the hospital. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report.